Event description:
The physician was performing his first arstasis case. He encountered mild difficulty advancing the axera device. He received good first mark, but no 2nd mark. He advanced the wire and reported feeling friction. Visualization with fluoroscopy revealed the latchwire component was kinked and was not attached to the device. He removed the axera device and noticed the anchor had broken off 1 cm from the distal end of the anchor. Fluoroscopy confirmed that the distal part of the anchor was still attached to the latchwire and in the patient's leg. A vascular surgeon was called to retrieve the broken anchor with latchwire. He spread the tract with some hemostats and grabbed the tip which was protruding out of the artery. There was no bleeding or further complications. The case was concluded without further incident through a standard arteriotomy.

Manufacturer narrative:
The device was returned and failure analysis performed. The analysis confirmed that the anchor fractured at the axle holes, which is consistent with the event description. Additionally, the analysis found the latchwire to be kinked at the distal end of the anchor and 1.8 cm from the distal end of the latchwire. Non-conforming material review (ncmr) history was reviewed and no ncmrs have been initiated that are related to this failure mode. Complaint history since the start of commercialization for axera product was reviewed. This is the 1st reported anchor fracture at the axle holes. The IFU was reviewed. Per step 7 (precautions section) of the IFU, "avoid excessive rotation, bending or kinking of the axera access device during insertion and removal as this may cause damage or affect the performance of the device including obstruction of the needle lumen" and note in step 4 (deploying the axera access device section), "avoid excessive twisting or rotation of the axera access device during insertion as this may cause device damage or affect device performance." The root cause for the anchor fracture is unknown as it cannot be definitively determined. It is unknown whether higher than expected forces exerted on the device and/or complex (tortuous and/or highly diseased) anatomy resulted in the observed bends in the latchwire and subsequent anchor fracture. It is possible that the anchor was bent during device insertion and fractured during device removal as it was straightened. This was the physician's first arstasis case and the event was discussed as part of training.